Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the guide catheter was observed detached and one stent returned loaded on the detached part. Microscope inspection was performed to observe the detachment. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the delivery system presented the guide catheter, detached and one stent was loaded on the detached part. Microscope inspection revealed that the detachment may be related to some tension applied on the guide catheter, this could be related to user manipulation, some technique applied during procedure and or even tortuous anatomy could have contributed on this issue by avoiding a smoothly movement of the guide catheter trough the anatomy that ended causing this tension. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). The IFU states: "how supplied: do not use if package is opened or damaged. The use by date is displayed on the product label". However, the device was used after the expiration date. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Correction to h10: labeling review.

Event description:
It was reported to boston scientific corporation that an advanix naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2021. During the procedure, it was reported that the inner guide catheter was broken into two pieces, however it was successfully removed from the patient with a pair of forceps. The procedure was successfully completed with another advanix naviflex delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. Note: the device expired on july 7, 2020, but the device was used during a procedure on (B)(6) 2021.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the guide catheter was observed detached and one stent returned loaded on the detached part. Microscope inspection was performed to observe the detachment. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the delivery system presented the guide catheter, detached and one stent was loaded on the detached part. Microscope inspection revealed that the detachment may be related to some tension applied on the guide catheter, this could be related to user manipulation, some technique applied during procedure and or even tortuous anatomy could have contributed on this issue by avoiding a smoothly movement of the guide catheter trough the anatomy that ended causing this tension. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Correction to h1: serious injury

Event description:
It was reported to boston scientific corporation that an advanix naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2021. During the procedure, it was reported that the inner guide catheter was broken into two pieces, however it was successfully removed from the patient with a pair of forceps. The procedure was successfully completed with another advanix naviflex delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. Note: the device expired on july 7, 2020, but the device was used during a procedure on (B)(6) 2021.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2021. During the procedure, it was reported that the inner guide catheter was broken into two pieces, however it was successfully removed from the patient with a pair of forceps. The procedure was successfully completed with another advanix naviflex delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. Note: the device expired on july 7, 2020, but the device was used during a procedure on (B)(6) 2021.